Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient reported it was hard to breathe during an unknown process step. It was unknown if the patient was connected to the kaguya device at the time of the event. The patient was instructed to discontinue therapy and call the physician. There was no medical intervention associated with this event. At the time of this report, the patient outcome was unknown. No additional information is available.